Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached." This report is submitted on april 26,2022.

Manufacturer narrative:
This report is submitted on december 09, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to patient reported intermittencies with the device use. The patient was reimplanted with another cochlear device during the same surgery.